Event description:
It was reported that an unspecified number of unspecified bd pen needles were not functioning. The following information was provided by the initial reporter: my best guess would be about 20 percent of the needles do not work, and I have to try another one until I get one that works.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that an unspecified number of unspecified bd pen needles were not functioning. The following information was provided by the initial reporter: my best guess would be about 20 percent of the needles do not work, and I have to try another one until I get one that works.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 09-nov-2022. H6. Investigation summary: customer returned (50) opened 32gx4mm bd pen needles without tear drop labels attached. The customer reported that the pen needles are not working. The samples were examined, and it was observed that 42 pen needles featured a bent non-patient end (npe) cannula, and 6 pen needles featured a broken npe cannula. No evidence of manufacturing defect was observed. The remaining 2 samples that featured no npe damage were tested for flow using a test pen injector, and both were able to expel properly. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were not working. Since all 50 samples were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. No DHR review can be carried out as lot number is unknown. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannulas were bent and broken after the user handled the pen needles.

Event description:
It was reported that an unspecified number of unspecified bd pen needles were not functioning. The following information was provided by the initial reporter: my best guess would be about 20 percent of the needles do not work, and I have to try another one until I get one that works.